Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead did not produce acceptable lead parameters. There was no pacing or sensing observed. A passive fix lead was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.